Event description:
Vendor software which allows a serial number to be edited on an IV pump has the potential to create adverse events in a medical environment. Specifically, in this case our institution implemented integrated infusion pump charting for IV fluid administration with epic emr. Through internal processes, we duplicated serial numbers on two separate IV pumps which caused problems at the point of care by using carefusion software.